Manufacturer narrative:
(B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicm5_12.6, -8.5 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. At one day post-op, the patient presented with suspected endophthalmitis. The lens was explanted on (B)(6) 2018 by a different surgeon at a general hospital. A cell culture was performed and streptococcus pneumonia was found. If additional information is received a supplemental medwatch report will be submitted.